Event description:
At approx 10:40 pm on (B) (6) 2009, the ventilator failed and alarmed. The pt was ambu-bagged immediately and the ventilator was exchanged. There was no harm to the pt or change in condition. It was confirmed by the vendor, (B) (4), through biomedicine, that the above ventilator had an equipment malfunction. The ventilator unit needed to have the o2 regulator recalibrated and then the unit passed all pertinent tests. Prior to the above event, the ventilator was checked during its scheduled preventive maintenance on 11/04/09.